Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer failed, and multiple attempts were made to recover it and reboot the machine, but none were successful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed. A field service engineer (fse) found that the enhanced full height drawer 5 had failed and was prompting to close drawer even though the drawer was already closed. The fse opened the back of the drawer, manually released it, and closed it again, but the issue persisted. The fse observed that the latch sensor light on the pyxis module controller (pmc) board was off. Upon inspection, the magnet was found missing. The fse replaced the magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.